Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 850 mg/dl. The customer stated that infusion set was not inserted properly, which caused her blood glucose levels to elevate. Nothing further was reported.